Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing had debris attached to the pump causing the cartridge to be difficult to be inserted into the pump. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.